Manufacturer narrative:
Alleged failure: the air was opened during the operation for meniscus suture. At that time, the marker of the outer tube was confirmed, but the marker part had disappeared after the anchor was placed in the joint. The anchor could be placed without any problems, and there were no problems. This is the first time that the marker has disappeared. Then used two airs, but the same event did not happen. There was no problem with the anchor, and the procedure ended. It hasn't happened to other products that are using the same. I was continues flashing. Could you tell me if it's okay that the marker disappears in the body? The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: incision too small, user does not use sled or other technique to prevent catching on soft tissue, excessive force applied on device, or manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.

Event description:
It was reported that there was material left in the patient.